Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. The issue was reportedly resolved.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message. The patient is not receiving therapy and will likely require surgical intervention.